Manufacturer narrative:
Continuation of d10: product ID: 8781, lot #: 0214144184, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-aug-2019, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient had increased pain and spasms in his legs. It was noted that he had a few dose increases and his pain remained bad. A catheter myelogram performed and showed a catheter kink. The baclofen dose reduced from 600mcg/ day to 144mcg/day to account for the reduced dose he may have been getting and catheter un-kinked. It was noted that surgical intervention was required and the patient required in-patient or prolonged hospitalization.